Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged headache. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported g3 date incorrectly which should have been 08/30/2021 . In this follow up report g3 section has been updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headache. It was also alleged that the device was giving a smokey smell / strange odor. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. A disinfectant odor was observed. Because of the complaint of burning/smoke/electrical odor, additional testing was performed. No smoke or burning was observed during or after the 2.5 hour test. From an external and internal inspection: unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Also, gray and black fibers or hairs were at the air inlet of the blower box. Light dust-like contamination on top of the blower box, blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent . Tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was no evidence of sound abatement foam degradation in the base unit, but can confirm the presence of contamination. Section d8, d9, h2, h3 and h6 were updated.